Manufacturer narrative:
The lens was returned dry in a sterile pouch wrapped in gauze. There was clear surgical residue on the lens surface. Visual inspection found that the lens was returned curved in a coil. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the surgeon explanted the lens because it is "too big." Reportedly, no patient injury occurred and no replacement lens was implanted.

Manufacturer narrative:
Returned to manufacturer date corrected to (B)(6) 2019. Claim# (B)(4).